Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic sleeve gastrectomy, the device reload could not be loaded properly into the handle, the nurse able to attach it, however the jaws could not be closed indicating that it was not loaded properly. The handle able to be used safely with other reload. There was no patient injury.